Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Since the lead remains implanted, the production history was reviewed along with the x-ray that was provided. Result: the visual inspection that is performed prior to packaging is designed to catch defects. Therefore, the gap that is seen on the svc coil in the x-ray most likely formed after insertion through the introducer. The electrical parameters are not compromised by this damage. Conclusion: since the coil remains intact, it is the recommendation of the manufacture for the lead to remain implanted. (B) (4).

Event description:
One day post implant, a gap in the superior portion of the svc coil on this lead was seen on the x-ray that was taken an hour after implantation. The lead remains implanted & the x-ray will be reviewed by the manufacturer for recommendations.